Event description:
As reported by the user facility: reports the espocan 17ga x 3 1/2 inch tuohy epidural needle broke while being used on a patient. When pulling the needle back to reposition, the hub broke away from the shaft of the needle. The remaining needle was able to be removed in its entirety. Follow-up correspondence with the reporting facility indicated that the staff used a hemostat to remove the needle successfully. No new treatment plan was used for this patient. It was noted this was a difficult anesthesia in an obese patient; the loss of resistance associated with the epidural space was at 8.5 cm.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. The event description did indicate this was a difficult anesthesia in an obese patient. While no specific conclusion can be drawn, incidents of this nature can generally occur when the needle is subjected to some type of trauma during use that stresses the device beyond its design capabilities. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or needle material number. There are no other reports of this nature against the reported lot number. All available information has been forwarded to the device manufacturer of the needle. If additional pertinent information becomes available, a follow-up report will be filed.